Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit displayed error 907 during pre-operative preparation for use. There was no alarm when the error occurred and the error message was visible on the screen. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3, h6. Device evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. Visual inspection verified error 907 when the unit was turned on. However, it was also determined that the main board, which holds the battery, was damaged. The device did not arrive with any batteries. When the device was disassembled, the rear case was found to be damaged near the connections. The issue was resolved by replacing the main board, which came with its own coin cell battery. A new set of batteries will be supplied with the unit when it is returned. It was reported that the unit displayed error 907. There was no alarm when the error occurred, and the error message was visible on the screen. The reported issue was confirmed. The most likely cause was the coin cell battery and was traced to a component failure. The evaluation also detected an unreported condition: the rear case was found to be damaged, which has no relationship to the reported condition. The most likely cause for this additional condition was also traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that they meet all medtronic quality sp ecifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.